Event description:
It was reported that the lead had high thresholds for the first several months and was eventually programmed off. The device triggered elective replacement indicatior earlier then expected. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.